Manufacturer narrative:
Concomitant products: product ID: 8731, lot#: b003308n32, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl via an implantable infusion pump. It was reported that in (B)(6) 2014 the patient had a back surgery (unrelated to pump therapy), and the healthcare provider (hcp) unknowingly cut the catheter. The patient "went through major withdrawal" and was put on pain pills. The hcp had eventually put saline in the pump but "he kept finding medication in me" despite the patient not taking medication. A dye study was performed and a cut in the catheter was discovered. The pump and catheter were removed.